Manufacturer narrative:
Ventec reviewed the device's electronic records where the reported issues of patient circuit disconnect and low inspiratory pressure alarms being logged was confirmed. The logs also indicated that the device was not connected to a patient and that no patient circuit was connected at the time of the alarms. During testing, however, ventec was unable to reproduce the reported issue. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue could not be conclusively determined.

Event description:
The device was sent to ventec for service. Upon review of the device's electronic records, ventec observed that low inspiratory pressure and patient circuit disconnect alarms had been logged. There was no patient involvement associated with the reported event.